Event description:
Device 4 of 4; reference MFR. Report number: 1627487-2019-02957, reference MFR. Report number: 1627487-2019-02958, reference MFR. Report number: 1627487-2019-02959.

Manufacturer narrative:
Concomitant medical product: model 3166, pns lead (2) , model 3149, scs lead. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4: reference MFR. Report number: 1627487-2019-02957. Reference MFR. Report number: 1627487-2019-02958. Reference MFR. Report number: 1627487-2019-02959. It was reported that patient underwent surgical intervention on (B)(6) 2019 to get improved coverage, where in the leads were explanted and replaced.